Manufacturer narrative:
Correction to section b, adverse event/product problem. Field b5 describe event or problem. Correction to section h, device manufacturers only. Field h6 impact codes. Correction to section h, device manufacturers only. Field h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradual rise in pace impedance measurements, to high out of range, greater than 2,000 ohms from 850 ohms at implant. Threshold appears stable, however noise oversensing was noted. Technical services (ts) discussed troubleshooting and programming options. The device was reprogrammed for optimization. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradual rise in pace impedance measurements, to high out of range, greater than 2,000 ohms from 850 ohms at implant. Threshold appears stable and no noise was present on the rv channel in unipolar configuration. Technical services (ts) discussed troubleshooting and programming options. The device was reprogrammed for optimization. No adverse patient effects were reported. The device remains in service.